Manufacturer narrative:
Date of this report corrected from 3/10/2017 to 3/9/2017. If implanted, give date corrected from (B)(6) 2017 to (B)(6) 2017. (B)(4).

Event description:
It was further reported that the patient experienced hypotension. The effusion was discovered during the transesophageal echocardiogram post implant. The patient was stable upon leaving the cath lab and transfer to ICU. The patient was discharged the following day.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02688, 2134265-2017-02690. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed, but then required recapture which was noted to be difficult. The physician twisted the device and it was recaptured and removed. A second 33mm watchman laa closure device was deployed and recaptured twice, but ultimately released. During the procedure a pericardial effusion occurred. Pericardiocentesis was performed and the patient was transferred to ICU.